Event description:
On (B)(6) 2012, the lay user/patient's reporter contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter displayed an "error 1" message. The following complaint was classified based on documentation from the customer care advocate (cca). The reporter advised that the alleged product issue began approximately on (B)(6) 2012 (exact date and time unknown) when the patient attempted to use the subject meter and obtained an "error 1" message . The reporter stated that the patient manages her diabetes with oral medications, diet and exercise. She further stated that when the issue began the patient made no changes to her diabetes routine. It was reported that the patient developed "blurry vision" as symptoms developed due to the meter issue and it was further stated that the patient received glucose as treatment due to the product issue. During troubleshooting, the cca replaced the meter. Replacement products were sent to the patient product analysis examined the meter and found a capacitor failure. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have capacitor failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.